Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow up with the customer, she indicated that she did not see any melting, fire, smoke, or sparking but that there was a crack in the transformer housing so that she could see underlying wires/electronics. She also indicated that no injuries were sustained as a result of the issue. In summary, there is a fracture approximately 3.5mm wide extending half way around the unit which is a safety risk. The fracture in the housing has at least two smaller fractures radiating from it, which is indicative of an impact fracture. The unit is ul certified and, as such, has been tested for impact and dropping. In additional follow up with the customer after receipt of the product, the customer indicated that "the transformer got cracked on its own. I don't recall dropping the bag that I carried it in or anything else. One day I went to use it and it was split apart." No definitive conclusion regarding the cause of the event can be determined. We will monitor for additional similar issues. Evaluation summary: a visual examination of the power supply revealed a fracture in the transformer housing along the seam that extends almost half way around the unit, which was large enough to see the underlying wires. The widest opening in the fracture is approximately 3.5 mm wide. The dc output cord revealed no visible signs of damage. The power supply was plugged in and the voltage across the dc plug was measured at 4.99 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at approximately 0.8 ohms, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The unit is compliant with ul60601-1 which tests the unit for impact and dropping.

Event description:
The customer reported that the cord for the power supply for her pump was cracked. She did not report any injury.